Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: the water trap includes a bowl that collects condensate from the breathing circuit during use and that can be removed for emptying. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. A leak developed during use between the water trap lid and the water trap top, possibly by distortion of the water trap during re-connection after emptying. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the water trap of an rt212 adult breathing circuit had an air leakage. No patient consequence was reported.